Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology and due to the calcified annulus. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that on (B)(6) 2017, one mitraclip experienced some difficulty grasping the leaflets due to the calcified annulus, but was successfully deployed, reducing mital regurgitation (mr) form 4 to 3. After removal of the mitraclip system, a pericardial effusion was observed. The cause and location could not be determined. Pericardiocentesis was performed and 800ml of blood was drained. The effusion was then treated with open heart surgery. There was no reported adverse patient sequela and no additional information was provided.